Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: b5. B5 correction: it is unknown when the event occurred. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited a fuzzy image when plugged into the machine. There were no reports of patient harm.